Event description:
An intraoperative femoral bone fracture occurred during hip replacement surgery when the stem was inserted. The surgeon used wire to fix the fracture. The surgeon reported that the fracture was likely related to bone quality and technique.